Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The physician used a lot of force upon inserting the impella 5.5 via axillary which is off-label usage. As a result, the catheter kinked above the motor housing. A new impella was attempted with no success. The team placed the patient on an intra-aortic balloon pump.

Manufacturer narrative:
The investigation for the product damage has been completed. According to the clinical details, the physician attempted to place the pump perc ax. Excessive force was applied, and they were unable to pass the pump. As a result of the excessive force the catheter kinked above the motor housing. The decision was then made to use a second pump. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the delivery issue was use related. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: cautions. ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added- h6 impact code 4627 added-d6a/d6b. F6/f8 should have been left blank in the initial report.